Manufacturer narrative:
Batch review performed on 28-mar-2024: lot 2336847: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 28-mar-2024: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2343497: (B)(4) items manufactured and released on 29-nov-2023. Expiration date: 2028-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review batch review performed on 28-mar-2024.

Event description:
At about 3 weeks after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.